Event description:
It was reported that this deep brain stimulation (dbs) patient underwent a lead replacement procedure due to migration of the dbs directional lead with serial number (B)(6). This was confirmed by a computed tomography (CT) scan comparing preoperative and postoperative imaging, which demonstrated an approximate migration of six millimeters. As a result of the lead migration, the patient experienced inadequate stimulation. The dbs directional lead with serial number (B)(6) was also replaced after side effects were identified during a programming appointment. Concurrent with the procedure, both leads were replaced to achieve more optimal positioning. The leads were retained by the medical facility and will not be returned for analysis. Postoperatively, the patient was recovering as expected.

Manufacturer narrative:
D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>. Additional suspect medical device components involved in the event: model number/catalog number: db-2202-45 serial number: (B)(6). Batch/lot number: 7139647 model/catalog description: dbs directional lead sterile kit 45cm unique identifier (UDI) #: (B)(4).